Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and genital haemorrhage ('bleeding: gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included polymenorrhea, multigravida, parity 3, anxiety and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("pain: dysmennorhea (cramping)"), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), abdominal pain ("pain: abdominal"), back pain ("pain: back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("bleeding: metorhagia (bleeding b/w periods)"), vaginal discharge ("bladder/urinary problems: vag. Discharge"), psychological trauma ("psych injury") and migraine ("other injuries/symptoms: migraine"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingooophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had not resolved, the genital haemorrhage, dysmenorrhoea, dyspareunia, back pain, metrorrhagia, vaginal discharge and migraine had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metrorhagia (bleeding b/w periods), general abnormal bleeding, vaginal discharge, migraine. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia, dysmenorrhea and pelvic pain. Most recent follow-up information incorporated above includes: on 7-oct-2019: pfs and mr received- new event "abnormal bleeding (vaginal)", reporter information and medical history were added. Outcome of the events updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and genital haemorrhage ('bleeding: gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("pain: dysmennorhea (cramping)"), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), abdominal pain ("pain: abdominal"), back pain ("pain: back pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("bleeding: metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), vaginal discharge ("bladder/urinary problems: vag. Discharge") and migraine ("other injuries/symptoms: migraine"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral), oophorectomy (bilateral).). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, vaginal discharge and migraine had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma and vaginal discharge to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorhagia (bleeding b/w periods), general abnormal bleeding, vaginal discharge, migraine. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received- event injury replaced by "pain: dysmenorrhea (cramping)", events- "dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, back pain, bleeding: menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), gen. Abnorm. Bleed, psych injury bladder/urinary problems: vag. Discharge, other injuries/symptoms: migraine and essure confirmation test not performed were added" , reporter added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.